Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient who had been implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. It was reported the ins had been removed because it wasn¿t working and that they could not get the signal down far enough in the patient¿s foot for pain relief. It never worked. The patient further reported that the battery pack was causing pain in the patient¿s back. The patient stated that it got more painful the longer it was implanted. The reason for the call was to get MRI compatibility for the leads that were left in the patient¿s body because she has a problem with a disc in her neck. The patient was asked if they had a doctor who was going to remove the leads that were left in her body and the patient reported she a healthcare provider recommendation but would like more doctors. Physician listings were sent. The patent was to follow-up with their healthcare provider. The patient was subsequently informed that they could potentially get an MRI of the brain/head only as long as the leads were not in the coil. No further complications were reported/anticipated.